Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during a follow-up visit at the hospital, the vad coordinator noticed a cut in the outer layer of the pump cable just outside the percutaneous lead exit site. Log files showed no signs of damage to the cable. The cable was repaired with rescue tape. No further information was provided.

Manufacturer narrative:
Manufacturer investigation: the report of a damaged pump cable outer jacket was confirmed based on the submitted photos; however, a specific cause for the observed cosmetic damage could not be conclusively determined through this evaluation. The account submitted photos of the distal end of the pump cable for review which depict cosmetic damage to the outer silicon jacket near the inline connector. The cosmetic damage was repaired with repair tape. The submitted controller event and periodic log files contained data from (B)(6) 2020, at 08:33:37 through (B)(6) 2020, at 23:55:37 and from (B)(6), 2020 at 17:02:58 through (B)(6) 2020, at 09:56:47. No atypical events were captured throughout these files. The only events recorded were associated with pi events and routine power source exchanges. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No additional complaints have been reported at this time. The hm3 IFU and patient handbook contain information on caring for the driveline. A damp cloth can be used to clean exterior surfaces of the external parts of equipment and that water, with or without a mild dish soap, may be used as a surface cleaner. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.